Event description:
Customer had ear pierced with the inverness ear piercing system at a retail site on 7/7/97. On 7/22/97, he was admitted to the hospital with an infection at the ear piercing site and was treated with antibiotics. He was releaseed on 7/26/97.